Manufacturer narrative:
H10: manufacturing review: as the lot number was provided, a lot history review was completed. Investigation summary: although the sample was not returned for evaluation, one electronic medical image was provided for review. The medical image review found the catheter fractured near the catheter insertion into the internal jugular vein. The distal catheter had embolized to the right heart. The investigation is confirmed for a broken, embolized catheter. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4, h6(device code- migration 1395/4003) h11: h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years and nine months post port placement via right internal jugular vein in the right upper chest below the clavicle, the catheter allegedly was identified occluded and broken. Reportedly, the proximal tubing was identified in the chest wall and the distal tubing lodged in the right ventricle (completely separated), extending into the pulmonary trunk. It was further reported that the patient underwent two procedures, two days apart, for the broken segments and port removal. There were no patient complications reported post procedures.

Manufacturer narrative:
Medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date: 08/2018).

Event description:
It was reported that approximately two years and nine months post port placement via right internal jugular vein in the right upper chest below the clavicle, the catheter allegedly was identified occluded and broken. Reportedly, the proximal tubing was identified in the chest wall and the distal tubing lodged in the right ventricle (completely separated), extending into the pulmonary trunk. It was further reported that the patient underwent two procedures, two days apart, for the broken segments and port removal. There were no patient complications reported post procedures.